Event description:
On 2/27/81 ipp device was implanted. On 3/20/85 and 3/28/88 the left cylinder was revised. On 11/22/91 the right cylinder was revised. On 1/20/92 the pump and reservoir were revised. On 8/8/97 the entire device was removed from the pt and replaced due to fluid loss of the cylinder.